Manufacturer narrative:
The investigation into the reported high purge pressure and low purge flow was completed. The device was not returned for evaluation. After review of the clinical information, the root cause was determined to be biomaterial buildup due to use of improper purge solution. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 61-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced high purge pressure issues. It was noted that a purge solution of d5w with 0.45% sodium chloride was erroneously used initially during support. Purge pressure started rising shortly after and purge flow decreased. The purge fluid was swapped out for d5 solution with heparin and the purge pressure returned to normal ranges. There were no reports of harm to the patient.